Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the patient presented with pocket swelling and fever. The device as explanted due to infection. Patient was placed on antibiotics and was discharged home with a life vest.

Manufacturer narrative:
.